Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The dentist reported that 4 months after the dental implant was placed in ada site #12 of patient's mouth, loss of osseointegration was observed. Poor bone quality, previous bone augmentation, and bone resorption were reported to be conditions involved in the event. The patient's bone quality was reported to be type iii. The device will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that 4 months after the dental implant was placed in ada site #12 of patient's mouth, loss of osseointegration was observed. Poor bone quality, previous bone augmentation, and bone resorption were reported to be conditions involved in the event. The patient's bone quality was reported to be type iii. The device will be forwarded to the manufacturer for investigation. There were no reported complications.